Event description:
Per the audiologist, while doing the second stage of surgery (date not reported), the surgeon noticed that the flange fixture had failed to osseointegrate. The fixture was loose and came out. The surgeon closed the site. The health care provider's office reported that the pt had very thin bone and that the fixture was not fully seated at the implant surgery. A mo later (date not reported), the first stage of surgery was repeated to replace the flange fixture. No sleeper fixture was put in place. No further info had been reported at the time of this report, july 25, 2008.

Manufacturer narrative:
The type of event is addressed in the device labeling.